Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the device's speakers was observed. The device had evidence of physical damage. The device's front panel/keypad led board was replaced to address the issue.